Manufacturer narrative:
The customer's device has been requested for investigation. The investigation is ongoing.

Event description:
The customer alleged there was an issue with a coaguchek xs softclix lancet device. The customer stated that the softclix device would not fire. The customer was able to insert a needle and put the cap on the softclix device. The customer was also able to move the cap to different depth settings. The customer was able to prime the softclix device and it sounded like it fired. The customer then alleged that the needle could be seen coming out of the end of the device. The customer ejected the needle from the softclix device. The device was working properly after this. The customer put the needle back into the device and it appeared to be properly seated. The customer was able to put the cap on the device and was able to adjust the settings, but alleged that the lancet needle was still extending past the cap.

Manufacturer narrative:
The softclix lancing device was received for investigation with 10 unused lancets. The alleged failures "unable to get the device to fire" and "exposed lancet while properly seated in softclix device" could not be confirmed during the investigation. The customer sample was tested into a rubber mat with test lancets (accu-chek softclix lancets; lot u21a8) and all received lancets at all different pricking depth settings, for each attempt needles were correctly retracted, ejected, and produced a puncture hole. The lancing device could be activated and triggered without any problems and the lancets were not exposed after seated in the lancing device. The lancing device was disassembled for investigation, but no abnormal attribute was found which could verify the customer's allegation. The lancing device works in accordance with specifications. As no customer-used lancets were received, no further investigation is possible. The investigation could not identify a product problem. Medwatch fields d1, d2, d4, and h3 have been updated.